Manufacturer narrative:
Concomitant: product ID 3889-28, lot# va09c5d, implanted: 2013-(B)(6), explanted: 2013-(B)(6), product type lead. (B)(4).

Event description:
It was reported that there was a loss of sensation 5 days post-operative after receiving a stage 1 lead. It was noted that everything had worked well up to 2013-(B)(6) when the patient noticed a sudden change. There was loss of stimulation. New batteries and new electrode configurations were tried without success. It was noted that multiple screener boxes were also tried with no success. Stage 2 procedure was on 2013-(B)(6), at that time the lead wire was tested intra-operatively and zero motor responses on the electrode were seen. The healthcare professional decided to replace the lead. The lead had inexplicably stopped working a week into the trial. It was noted that the lead would not respond to any testing and was considered defective or damaged. There were no patient symptoms. Normal motor and sensory responses were seen post-operatively after removal and replacement of the lead.